Manufacturer narrative:
Additional information : h3- device evaluation: lens was returned dry in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# : (B)(4).

Manufacturer narrative:
Additional information: b5- on (B)(6) 2020 the lens was exchanged for a longer length lens. This resolved the problem. Patient is happy. H6- health effect impact code 4629: secondary surgical intervention; lens exchange. Unable to enter code in h6 field. Claim #: (B)(4).

Manufacturer narrative:
Corrrected data: h6: clinical code 4582 is not applicable in previous MDR. H6: result code 114 is not applicable in previous MDR. H6: conclusion code 4310 should be in supplemental MDR #1. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -5.5 into the patient's left eye (os) on (B)(6) 2014. The surgeon notes refractive change over time and low vault. Reportedly the lens remains implanted. The cause of the event is reported as unknown.